Manufacturer narrative:
The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se found an error code in the logs. The se replaced the exhalation valve. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator entered backup ventilation. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary update: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The se found an error code in the ventilator memory logs. The se replaced the exhalation valve. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. The exhalation valve assembly was returned to medtronic for failure investigation. A visual inspection of the returned part showed no anomalies. The unit was installed into a failure investigation test ventilator for analysis. The test ventilator passed all testing with no errors observed in the test ventilator diagnostic logs. There were no alarms observed while on the test ventilator. There was no fault found on the returned exhalation valve assembly. If information is provided in the future, a supplemental report will be issued.